Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but it has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacture date: may 16, 2014. Review of the device history records showed there were no issues during the manufacture that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. An evaluation was performed on the returned device. As condition of device received; the 6.0mm matrix ti screw assembly includes three parts. The pedicle screw matrix 5.5 polyaxial ø6 preassembled exhibit post production damage. The screw head (B)(4) was forcibly pushed down out of the collet 04.632.420.3 and remains partially stuck on d6.0 matrix screw (B)(4). The sd25 stardrive head recess and the inner diameter of the collet show severe post manufacturing caused damage. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. The manner of damage shows that the device was subjected to mechanical overload; the sd25 stardrive head recess and the inner diameter of the collet were damaged during use of an unqualified instrument. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the procedure was prolonged by fifteen minutes.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the matrix screw disassembled into two pieces (screw head and body) during a screw insertion procedure. No parts remained in the patient. This report is 1 of 1 for (B)(4).